Manufacturer narrative:
The lot number was not provided, therefore, the device history record could not be reviewed. The investigation is currently underway.

Event description:
It was reported that upon deployment of a vena cava filter, the legs were crossed. The filter was removed without incident and another filter was successfully deployed. No reported patient injury.